Event description:
It was reported that noise was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced during a system upgrade procedure. The physician noted that the rv extraction was difficult due to a bilateral occlusion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was received, analyzed, and the outer insulation of the lead developed a breach due to environmental stress cracking (esc) while in vivo. The outer insulation of the lead developed cosmetic esc while in vivo and observed to have blood ingression. This damage is related to the electrical complaint. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01, implantable pulse generator, (B)(6) 2009; 4592-53, implantable pacing lead, (B)(6) 2002. (B)(4).